Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was called and he stated he experienced low blood glucose below 20 mg/dl the week prior. Customer stated his blood glucose ranges from below 20 to 331 mg/dl. The customer explained that he walked his wife out to her car and then he went into his garage and passed out for 8 hours his wife came home from work and found him and she called the emergency medical services. Customer stated he sometimes has lows while sleeping but not lately. The last time they called the paramedics before that incident was 8 months back. Customer declined transfer to the helpline.